Manufacturer narrative:
This is one of two related MDR's. Please refer to MDR 9610905-2017-00032. Both MDR's are submitted for the same patient and event however due to two different devices involved separate MDR's are being filed. Patient information was requested from the hospital, however the hospital will not release the information. The exact event date is unknown. It was reported to have occurred sometime during the week of (B)(6) 2017. Device lot is unknown at this time. Device was implanted in (B)(6) 2016, the exact date of implantation is unknown. Device was explanted during the week of (B)(6) 2017, the exact date is unknown.

Event description:
Dr.(B)(6) placed the orthoanchor plates last (B)(6) 2016 and discovered they were broken during the week of (B)(6) 2017. The plates were removed.

Manufacturer narrative:
An investigation was performed using visual inspection and stereo microscopic inspection on the returned product. The stereo microscope investigation revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The review of the device history records was no possible due to no lot number being provided. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.